Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance, which could be considered related to the reported event recorded in the lot history. The device was returned to the factory on 02sep2020 for evaluation and investigated on 11sep2020. A photographic inspection was conducted. The blue slide lock of the delivery tube was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device with the seal hanging outside the delivery tube indicating that the deployment was successful. A visual inspection was conducted. The delivery device, loading device, and seal with tension spring assembly were returned. The delivery device was returned outside of the loading device. Signs of clinical use and blood was observed on the loading device, delivery device, and seal. The blue slide lock was dis-engaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device with the seal hanging outside the delivery tube indicating that the deployment was successful. The seal was extended outside the tube and did not appear to be folded. The seal was removed from the delivery tube. The seal was inspected. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained dried blood. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal is not unfolded in the shape of an umbrella and the seal fell through a hole. The seal deployed properly and failed to unfold. A replacement device was used to complete the procedure. The hospital did not report any patient effects.